Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient had received unanticipated therapy for an episode of supra ventricular tachycardia. The device was reprogrammed. The patients condition is good.